Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was wearing the insulin pump during their hospital stay. The customer called in to have a replacement belt clip sent to them. The customer did not troubleshoot and did not send the product back for analysis.